Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. There are no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. A definitive root cause cannot be determined.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The initial event description, based on preliminary information, indicated that asystole occurred at the second step of the atrial expansion . However, following a detailed review and an update from the field specialist, the cardiac rhythm was confirmed as complete heart block. Additional information: during the procedure, at the second step of the atrial expansion, the patient had an av block third degree so a temporary pacemaker was set up through the evoque valve. The patient was being monitored in the intensive care unit with atrial fibrillation and bradycardia and there were no visible critical atrioventricular (av) blocks on pod1. The patient was continually monitored for several days and on pod4, the patient was again found in atrioventricular (av) block iii and was returned to the ICU. On pod5, a medtronic micra permanent pacemaker was implanted. On pod9, the patient was discharged from hospital under good conditions.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure in tricuspid position by right femoral vein. It was reported that during the procedure, the patient experienced an asystole lasting 8-15 seconds requiring pacing over the wire when the valve evoque came to "shoulder plop" step. The shoulder plop and a following tilting maneuver (anterior hinge point had to be corrected by lifting the anterior anchors) triggered the asystole. An internal temporary venous pacemaker was implanted.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.